Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button was intermittently responsive and required multiple button presses in order to elicit a response. All of the keypad buttons did not spring back and click back as expected. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a scratched display lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
It was reported that the down arrow keypad button is intermittently unresponsive. The reporter confirmed that there is no damage or peeling to the keypad; stated that the patient wears the pump under her clothing; and denied cleaning the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).